Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ('abdominal pains like uterine contractions') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), arthralgia ("arthralgia"), amnesia ("loss of memory") and disturbance in attention ("concentration disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, weight increased, arthralgia, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, disturbance in attention, dysmenorrhoea and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.